Manufacturer narrative:
Eval: iab was received for eval with balloon completely unfolded with extracorporeal tubing noted to be absent from y-fitting. As a test, iab was placed in a test chamber having a 75 mmhg back pressure to simulate pressure within aorta. Balloon fully inflated and functioned normally when attached to system 90 iabp in lab (after a lab extracorporeal tubing was attached to y-fitting). No alarms were triggered on pump. After 2 minutes of pumping, pressure strips were recorded. Strips confirmed that balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during iabp testing. Thus, lab examination revealed no defects in returned portion of iab. Probalbe cause of difficulty: since no defect was found during lab testing, it is not possible to determine exact cause of reported difficulty based on event description and examination of item. It was not possible to verify reported problem. This type of complaint is one of most difficult to evaluate and must rely on conjecture since one cannot observe what balloon is being subjected to within aorta. In general, poor augmentation and alarm difficulties may be attributed to one or more of the following: 1. Balloon entered a subintimal spece. 2. Balloon was placed too high in aortic arch or in subclavian artery. 3. Iab failed to completely unfold because user failed to inject at least 30 cc. Of air as advised in instructions for use. 4. Catheter kinked within pt probably because of severe vessel tortuosity and/or pt movement. 5. Catheter kinked outside pt. User may have failed to secure catheter and y-fitting to pt. Manipulation of kinked portion of catheter can minimize restriction and improve balloon performance. 6. Kink in catheter may have restricted flow of helium into and out of balloon causing pump to perceive a loss of gas or to cause balloon to poorly augment. 7. There was a loose connection beween iab and pump or between pump and safety chamber. Checking these connections may alleviate problem. 8. Ballooon pump needed servicing. 9. Pt's physiological conditons contributed to reported problem. These can include low mean arterial blood pressure, low systemic vascular resistance, or a rapid heart rate that compromised ventricular filing and ejection. Finally, poor balloon augmentation would result in waveform dampening and/or a poor pressure trace. Kinks in inner lumen can create difficulty in aspirating through inner lumen.

Event description:
On 2/12/97, the following info was reported to datascope: the dr was unable to obtain a balloon pressure waveform when it was inserted into the pt. Check "iab catheter" alarm sounded from the pump. The pt was small and had scoliosis. Manual inflation was o.k. The pt was not balloon dependent. [Event complications]: unknown - reported 1/8/97; none - reported 2/12/97.